Manufacturer narrative:
This report contains supplemental information for mentor asr/psr reference number ip-00608146. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral breast deflation, and ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr/psr reference number ip-00608146. It was reported that a (B)(6) female patient underwent unspecified breast surgery with a 225cc mentor siltex round moderate profile and was presented with bilateral breast deflation, and ptosis. As a result, the devices were explanted, and replaced with catalog number 3501751bc; serial number (B)(4) on the left and with catalog number 3501751bc; serial number (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was noticed several (4) tears ( a, b, c and d) measuring approximately 0.55 cm (a), 0.3 cm (b), 0.5 cm (c) and 0.3 cm (d) and an area of siltex cracking in the posterior aspect. By the other hand, some lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Microscopic examination was performed in all tears and no evidence of instrument damage was observed. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. A shell wear /fold failure may be the result of the continuous and sustained stresses to the device some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).